Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an occlusion alarm. Troubleshooting with tandem technical support indicated that the occlusion was due to the infusion set tubing. The customer's blood glucose (bg) level was impacted (250 mg/dl). Multiple attempts were made by tandem¿s technical support to obtain additional information (bg and infusion set information); however, no additional information regarding this event was provided.